Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow,"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dyspareunia ("dyspareunia"), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (on on (B)(6) 2011, plaintiff underwent hysterectomy.). At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, dyspareunia, headache, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. 624836, 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, augmentation mammoplasty, migraine headache, restless leg syndrome, dysfunctional uterine bleeding, depression, vertigo and paresthesia. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from 2010 to 2011 for menstrual cycle management as well as medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("increased menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On(B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). On (B)(6) 2013, the patient experienced weight decreased ("weight loss / weight fluctuation") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections/infection"), the second episode of dyspareunia ("dyspareunia"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), pelvic pain ("pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2011, hysterectomy was done.) And surgery (ablation on (B)(6) 2010). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, the last episode of dyspareunia, headache, fatigue, nausea, vaginal haemorrhage, cystitis, urinary tract infection, pelvic pain, weight decreased, alopecia, gastrointestinal disorder and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes batch number: 624494 exp date:2009/04 man date:2007/05 batch number: 624836 exp date:2009/05 man date:2007/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. 624836, 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, augmentation mammoplasty, migraine headache, restless leg syndrome, dysfunctional uterine bleeding, depression, vertigo and paresthesia. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from 2010 to 2011 for menstrual cycle management as well as medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("increased menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). On (B)(6) 2013, the patient experienced weight decreased ("weight loss / weight fluctuation") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections/infection"), the second episode of dyspareunia ("dyspareunia"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), pelvic pain ("pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2011, hysterectomy was done.) And surgery (ablation on (B)(6) 2010). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, the last episode of dyspareunia, headache, fatigue, nausea, vaginal haemorrhage, cystitis, urinary tract infection, pelvic pain, weight decreased, alopecia, uterine haemorrhage, gastrointestinal disorder and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal uterine bleeding, gastrointestinal disorder, vaginal pain", reporter added from pfs. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 624836, 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, augmentation mammoplasty, migraine headache, restless leg syndrome, dysfunctional uterine bleeding, depression, vertigo and paresthesia. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from 2010 to 2011 for menstrual cycle management as well as desvenlafaxine succinate (pristiq) since 2014, gabapentin (neurontin) since 2014, ibuprofen, medroxyprogesterone (depo provera), pregabalin (lyrica), ropinirole, salbutamol sulfate (proair hfa) since 2009, sumatriptan succinate since 2010 and topiramate . On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007,(top 2 years 5 months after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced gastroenteritis viral ("gastrointestinal or digestive system condition type:viral gastroenteritis"). In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced menorrhagia ("increased menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss / weight fluctuation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal infection ("vaginal infections/infection"), the second episode of dyspareunia ("dyspareunia"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2011, hysterectomy was done.) And surgery (ablation novasure on (B)(6) 2010). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, the last episode of dyspareunia, headache, fatigue, nausea, vaginal haemorrhage, cystitis, urinary tract infection, pelvic pain, weight decreased, alopecia, gastrointestinal disorder, vulvovaginal pain and gastroenteritis viral outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Batch number: 624494 exp date:2009/04, man date:2007/05. Batch number: 624836 exp date:2009/05, man date:2007/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received. Concomitant medication added. Following event: gastrointestinal or digestive system condition type: viral gastroenteritis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 624836, 624494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, augmentation mammoplasty and migraine headache. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from 2010 to 2011 for menstrual cycle management. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("increased menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2010, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced weight decreased ("weight loss") and alopecia ("hair loss"). On (B)(6)2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections/infection"), the second episode of dyspareunia ("dyspareunia"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6)2011, hysterectomy was done.) And surgery (ablation on (B)(6) 2010). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, the last episode of dyspareunia, headache, fatigue, nausea, vaginal haemorrhage, cystitis, urinary tract infection, pelvic pain, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram on (B)(6) 2010: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), dyspareunia (painful sexual intercourse), pain, weight loss and hair loss. Plaintiff´s concurrent condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.